Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had 2 scs leads with the same lot number. It was reported one of the pt's scs leads was explanted and replaced due to being fractured which resulted in loss of stimulation on the affected side of the pt's body. Effective stimulation was restored following the surgical intervention.